Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported when an antibiotic was hung, they noted the rate on the lvp was set at 100 ml/hour, but the medication infused too quickly. The nurse changed the secondary tubing but noted the drip rate of the secondary medication was still infusing too quickly. The nurse then changed the medication to another pump module. The nurse does not remember if there was extra fluid in the primary bag. The night nurse had also reported they thought two doses of antibiotics were delivered too quickly as well. There was no patient ham.

Event description:
The night nurse had also reported they thought two doses of antibiotics were delivered too quickly on the same patient as well. There was no patient ham.

Event description:
The customer reported when an antibiotic was hung, they noted the rate on the lvp was set at 100 ml/hour, but the medication infused too quickly. The nurse changed the secondary tubing but noted the drip rate of the secondary medication was still infusing too quickly. The nurse then changed the medication to another pump module. The nurse does not remember if there was extra fluid in the primary bag. The night nurse had also reported they thought two doses of antibiotics were delivered too quickly on the same patient as well. There was no patient ham.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event logs confirmed that on the day of the reported event two antibiotic secondary infusions were programmed. The first was metronidazole at a rate of 100ml/hr which was the rate reported by the user. The second was vancomycin at a rate of 250ml/hr. Later that day a different pump module was programmed for metronidazole at 100ml/hr. It is suspected that this is the infusion the customer reported as being changed from the source device to another pump module. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the reported over infusion was not determined. The administration sets were not returned for testing.

Manufacturer narrative:
Correction on follow-up(1) concomitant medical products: disregard (ms 3500-15;2420-007;42433e).

Event description:
The customer reported when an antibiotic was hung, they noted the rate on the lvp was set at 100 ml/hour, but the medication infused too quickly. The nurse changed the secondary tubing but noted the drip rate of the secondary medication was still infusing too quickly. The nurse then changed the medication to another pump module. The nurse does not remember if there was extra fluid in the primary bag. The night nurse had also reported they thought two doses of antibiotics were delivered too quickly on the same patient as well. There was no patient ham.